Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in line) during dwell 1 on the home choice (hc). The caregiver (cg) stated the supply bag fell and disconnected causing the se 2240. The cg stated she had called the registered nurse (rn), and the home patient (hp) would be seen at the clinic in the morning. There was no further therapy that night and the cg had already cleared the alarms. The technical service representative (tsr) assisted to get the door open so the cg may unload the set and bags. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).the system error 2240 alarm is confirmed as the home patient stated the supply bag fell and disconnected, which allows air into the system and cause the alarm.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. If additional relevant information becomes available, then a follow up MDR will be submitted.